Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported their trial worked amazingly well. No further information received.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
A patient reported the trial was deliriously successful. The patient stated that lasted about 3 days and they told her to expect that it would migrate. The patient stated that it did migrate, but she had enough relief and was very pleased. The patient stated they had good results that last about 3 days then it migrated. The patient noted she thought was implanted on (B)(6) and it was instant, the urge was gone and the frequency was gone. The patient stated she assumed (B)(6) was when she lost effectiveness, but it was still better than before, but not as outstanding as the first 3 days. The patient noted she started on the left and when it began to loose efficiency, she switched to the right side. The patient stated she did not notice any difference on the right side. The patient added she moved it back to the left and did not notice much of a difference again. The indication for use is unknown.